Event description:
Additional information received reported that a balloon and catheter was used to attempt to open the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the pipeline vantage with shield technology, there was a lack of apposition in the proximal portion of the device. The pipeline failed to position itself completely in the proximal segment and did not open in that section. Less than 50% of the pipeline had been deployed when it failed to open, and it was resheathed two or less times. The pipeline was not positioned in a bend. Full wall apposition was not achieved. The procedure involved a supraclinoid right saccular aneurysm with a distal landing zone artery size of 3.8 millimeters and a proximal size of 3.2 millimeters. Dual antiplatelet treatment was administered with a platelet reactivity unit level of 152. The angiographic result post-procedure indicated a lack of apposition in the proximal portion. The vessel tortuosity was normal, and the aneurysm was unruptured. The pipeline was not removed from the patient and remains implanted. No patient symptoms have been reported as a result of this event, and the outcome was noted as alive with no injury.

Manufacturer narrative:
B3: event date is not known. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.